Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Sore cheeks / (uncomfortable) pain - mouth [oral pain]. Stab cheek [mouth injury]. Uncomfortable (pain) - mouth [oral discomfort]. Toothbrush heads detach during use [device breakage]. Consumer contacted via social media stating that the toothbrush heads detached during use. No serious injury was reported.